Manufacturer narrative:
Concomitant product(s): a 5076-45 lead, implanted: (B)(6) 2016. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an audible alarm prompting the patient to be seen in-office. Undefined high superior vena cava (svc) defibrillation coil impedance was noted, along with possible lead fracture. The svc coil was programmed off, and the remainder of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was lead noise, increased sensing integrity counter (sic), and lead fracture. The lead was capped and replaced.